Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was treat a heavily calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The lesion was pre-dilated with a 2.5x12mm traveler balloon and a 2.5x33mm xience xpedition was deployed at 10 atmospheres (atm). After post dilatation was preformed with a 2.5x12mm nc traveler at 18 atm an edge dissection was observed. A 2.5x18mm xience xpedition was used to treat the dissection; however, another minor dissection was observed at the distal end. The second dissection was treated with a 2.5x18mm unspecified stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.